Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. CT¿s from 4 years post-implant revealed that a single valiant captivia stent graft had been implanted; the proximal extent of the device was positioned ~7cm caudal to the lsa. The device extended across the arch and into the proximal section of the descending thoracic. The proximal od measured ~42mm, the thoracic aortic diameter measured ~50mm at that same level, and there appeared to be a proximal type I endoleak. The taa was aneurysmal nearly the complete length of the thoracic stent graft, and measured a maximum diameter of ~7cm near the distal end of the device. The thoracic was also aneurysmal and acutely angulated distal to the device. It is possible that the endo leak was anatomy related; disease progression (neck dilatation) and morphology changes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was selected for the endovascular treatment of a 6.6 cm in diameter thoracic aortic aneurysm. It was reported that a recent CT revealed a proximal type I endoleak. Per the physician, the cause of the proximal type I endoleak related to the patient¿s anatomy, diseased thoracic aorta multiple thoracic aortic aneurysms. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.